Manufacturer narrative:
One device was received for evaluation. There was no evidence of the reported problem in the event history log. Functional testing was unable to be duplicated. Preventative maintenance was performed, and the device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a 'check syringe plunger' error. There was no patient involvement.